Manufacturer narrative:
Performed a visual inspection, the complaint was confirmed and the bag tore apart. A two-year lot history review cannot be conducted as no lot number was provided. (B)(4). Per the instructions for use, the user is advised the following: the user is advised to keep the pocket out of sharp instruments or egdes. Pocket rapture may result in spillage of fluid or tissue specimen. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The customer reported that during a laparoscopic cholecystectomy on (B)(6) 2020 while dr (B)(6) was using the unimax sb534, endo pocket, "the specimen bag tore right out of the bottom and fell apart in the patient, the gallbladder stone shredded the bag." All pieces were retrieved. No other device was required to collect the specimen. There was a delay of 15 minutes. The procedure was completed as planned. There was no patient injury or impact. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.